Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75x28mm, 3.0x28mm, (2) 3.5x28mm xience v stents. Other: clopidogrel 75mg daily. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of death, thrombosis and ventricular fibrillation as listed in the xience xpedition instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 2.75x28, 3.0x28, (2) 3.5x28mm xience v stents referenced are filed under a separate medwatch MFR number.

Event description:
It was reported that on 09/10/2010, the patient was diagnosed with a myocardial infarction (mi). On (B)(6) 2010, a 2.75x28mm, 3.0x28mm and two 3.5x28mm xience v stents were successfully implanted in the proximal, mid, distal and posterior descending right coronary artery (rca) lesion. Late (B)(6) of 2015, the patent expressed experiencing a cold and was hospitalized. On (B)(6) 2015, the patient was admitted to the hospital for chest pain, shortness of breath, elevated creatine kinase (ck) and a new mi was diagnosed. A coronary angiogram was performed with occlusion noted in the rca and left anterior descending (lad) coronary artery lesion. A 3.0x18mm xience xpedition stent was implanted in the proximal lad and the rca was left untreated. On (B)(6) 2015, the patient experienced ventricular fibrillation. The patient was transferred to the intensive care unit and expired. Stent thrombosis was suspected. An autopsy was not performed. There was no additional information provided.